Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. Brown fm was found on the barrel of the syringe as noted in the customer¿s attached picture. The fm was examined under a microscope and it was determined that the fm was imbedded inside the plastic of the syringe barrel. Previous investigations using ftir spectral analysis revealed that for this type of fm the identified material has components similar to those of an over processed polypropylene resin which most likely originated during the manufacturing process. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that a solution or lubricant was found on the inside of a barrel of a 30 ml bd luer-lok¿ syringe. No injury or medical intervention.